Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
T was reported that the reamer broke off during surgery.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as meeting specifications prior to distribution. During the investigation no material, design or manufacturing related issues were found. The windings of the outer spiral are deformed in counter-clockwise direction over the whole length. The last winding of the outer and inner spiral at the connection to the adapter are evidently constricted. The reamer shaft was damaged during operating the device in ccw direction which led to the damage. During intra-operational procedure the user most likely switched to counter-clockwise mode for a short time. Thus the outer spiral got untwisted. Referring to the IFU operating an im reamer in counter-clockwise direction is not intended use. An uncoiled reamer is known as caused by counter-clockwise use which is not intended.

Event description:
It was reported that the reamer broke off during surgery.